Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2021. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: the event was missing needle tip, not suture split. And it was used before the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown wound closure on (B)(6) 2021 and suture was used. During the procedure, after the needle entered to abdominal cavity, the suture split and the subcutaneous tissue could not be firmly sutured. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.